Manufacturer narrative:
The actual device has been returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. The user facility reported similar complaints related to other devices from the same product code/lot number combination, see MDR's 1118880-2015-00227, 1118880-2015-00228, 1118880-2015-00229 and 1118880-2015-00230. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported the following information: the tip of the sheath was all chewed up; it kinked too easily; the procedure was completed; and the patient was reported as doing fine.